Manufacturer narrative:
This is default text configured for block h10.

Event description:
They had a risperidone injection fail to give a full dose "[incorrect dose administered]" they had a risperidone injection fail to give a full dose, two back-to-back injections for a patient, the syringe malfunctioned both times "[device malfunction]". Case narrative: this initial spontaneous report concerns of event incorrect dose administered and device malfunction in patient (age, gender and race not reported) from the united states. The patient's age at the time of event experienced was not reported. On (B)(6) 2026 amneal pharmaceuticals received information from pharmacist via email concerning the above-mentioned product complaint regarding amneal¿s risperidone for extended-release injectable suspension, single-dose vials. Additional significant follow-up (#1) was received on (B)(6) 2026 from pharmacist via voicemail. New information included: event device issue was updated to device malfunction, ndc number and narrative updated accordingly. On an unknown date in (B)(6) 2026, the patient was being treated with risperidone injection (dose, frequency, ndc, lot number, expiry date and serial number were not reported) via intramuscular route for an unknown indication. On (B)(6) 2026, the patient was being treated with risperidone injection 50mg ER/2ml (lot number: ap260024, and ndc: (B)(4), expiry date, serial number were not reported) via intramuscular route for an unknown indication. Co-suspect, concurrent conditions, concomitant medication, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption and recreational drug use and laboratory tests were not reported. On (B)(6) 2026, a patient received risperidone injection, however a risperidone injection fails to give a full dose, and they had the same problem for the same patient 2 weeks ago (in (B)(6) 2026). It was reported that two back-to-back injections for a patient, the syringe malfunctioned both times. They did receive another call this morning that another patient, they weren't able to give the dose due to a malfunction in the syringe. Last action taken with risperidone in relation to incorrect dose administered and device malfunction was not applicable. De-challenge and re-challenge were not applicable. The outcome of event incorrect dose administered and device malfunction was unknown. The reporter did not provide the causality of event incorrect dose administered and device malfunction with respect to risperidone. This case was considered as serious. The reportability of this case was expedited.